Event description:
Account states they are getting negative and zero results for several tests including ast, alp, ck, glucose and bun. The incorrect results have not been reported. The field service representative found defective rinse nozzle tubing, and repaired the instrument by replacing the tubing.